Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation, there is no indication that the reported difficulty removing the device from the guiding catheter or failure to fold (bunched balloon) is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, it is possible that since this is a larger balloon profile, sufficient time was not allowed to fully deflate the balloon before an attempt was made to withdraw the device resulting in the reported bunching of the balloon and subsequently resulted in the reported difficulty removing the device; however, a conclusive cause cannot be determined.d9, h3 - correction, device return status updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left anterior descending artery that is 80% stenosed. The 3.5x15mm nc traveler balloon dilatation catheter (bdc) was inflated to 18 atmospheres and deflated. When attempting to pullback the bdc from the 6f guiding catheter it could not be removed as resistance was noted. Therefore, the bdc and the guiding catheter were removed together. It was observed that the bdc head was bunched. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.